Event description:
Patient had port accessed. On jan 27 she called nurse and states she stretch and heard a pop by her port. Tubing came out at the y site. New needle placed by rn. On jan 28, pt again states she reached her arms forward to stretch same thing happened. Denies getting tubing caught on side rail, etc. New port needle placed. Port needle both times was the miniloc by bard - 20g x 0.75in. The current supply on unit is lot asfsf131 - unknown what those 2 were. FDA safety report ID# (B)(4).